Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose level was 55 mg/dl. Reportedly, the customer¿s pump activated the incorrect profile settings on the wrong day, which resulted in the low blood glucose. Customer ate a snack and turned pump off the address the low blood glucose. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if the low blood glucose reoccurs.